Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experienced elevated intraocular pressure (iop) and damage to her iris. The consumer reports her vision is like looking through a sheet of wax. She sees starbursts and has difficulty focusing from distance to near. In a f/u phone call with the consumer, she reported her iop was high on her first postoperative day and the surgeon treated it in the office. She returned on her third postoperative day and her iop was again elevated. The surgeon treated this in the office again. She was then placed on medications to treat her elevated pressure. The surgeon told her she might be a "steroid responder" and this might be the cause of her elevated iops. Additional info requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 09/09/2011, 09/14/2011 and 09/15/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).